Manufacturer narrative:
Complete event site name: (B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unknown alarm. Upon inspection, it was noticed that blood was being drawn into the tubing. Therapy was terminated and the iab was removed. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unknown alarm. Upon inspection, it was noticed that blood was being drawn into the tubing. Therapy was terminated and the iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned non-maquet sheath. The sheath was over the catheter and covering over half the balloon. A catheter tubing kink was observed near the y-fitting at approximately 71.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and one leak was detected on the membrane approximately 0.5cm from the rear seal and measuring approximately 0.03cm in length. The reported problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unknown alarm. Upon inspection, it was noticed that blood was being drawn into the tubing. Therapy was terminated and the iab was removed. There was no reported injury to the patient.